Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus link 2.4 meter and in-house contour plus test strips from lot # 2fqhh11a using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
An advocate (customer's father) from mexico called on behalf of the customer to report that he obtained a blood glucose reading of 375 mg/dl at 1:19 a.m. With the contour plus link 2.4 meter and received 3 units of humalog insulin from the insulin pump. Additional tests were performed at 4:12 a.m. And 7:07 a.m. And readings of 363 mg/dl and 491 mg/dl were obtained. The customer received 5 units of insulin from the insulin pump based on the reading of 491 mg/dl. At 8:36 a.m., the reading of 167 mg/dl was obtained. At around 9:10 a.m., the customer had a seizure, therefore, the advocate gave a chocolate bar and sugar drops to stabilize the customer's sugar levels. Thirty minutes later the customer recovered well. The customer was taken to the hospital where the reading obtained with the laboratory testing was 273 mg/dl and that obtained with the meter was 249 mg/dl within 10 minutes. No medical attention was received at the hospital. The physician indicated that the customer received more insulin than he needed which resulted in an unexpected outcome. The advocate was advised to return the device for evaluation. A replacement meter lot was sent to the customer.